Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value of 35 mmol/l. The current blood glucose value was 9.2 mmol/l. Troubleshooting was performed and customer alleges possible under delivery of insulin. Customer was hospitalized to treat hyperglycemia and was treated with insulin pen. Customer reported ache legs and sickness symptoms. Customer confirmed that the infusion set cannula was bent. The pump was used within the 48 hours of the reported event and the smart guard/auto mode was not active at the time of event. No harm requiring medical intervention was reported. Customer was advised that the infusion set will be replaced. The insulin pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section h6 under health effect - clinical code 2364 was incorrect. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Corrected description: the harm was that the customer was in the emergency room on (B)(6) 2022 from 9pm to 1:30am the next day. Customer was not hospitalized. Basal rates were adjusted 3 weeks ago. Pump passed displacement test.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 22-nov-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-nov-2022 listed on smart solve. Daily total collection start time: on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered: 638750 (63.875 u). Daily total of basal insulin delivered: 138250 (13.825 u). Daily total of bolus insulin delivered: 500500 (50.05 u). On (B)(6) 2022 00:20:05.000. Normal bolus delivered (220). Normal bolus amount programmed: 22250 (2.225 u). Bolus amount delivered: 22250 (2.225 u). On (B)(6) 2022 07:44:57.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 90000 (9 u). Bolus amount delivered: 90000 (9 u). On (B)(6) 2022 10:56:27.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 32000 (3.2 u). Bolus amount delivered: 32000 (3.2 u). On (B)(6) 2022 12:40:51.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 62750 (6.275 u). Bolus amount delivered: 62750 (6.275 u). On (B)(6) 2022 13:35:40.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2022 14:41:05.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 21500 (2.15 u). Bolus amount delivered: 21500 (2.15 u). On (B)(6) 2022 16:53:17.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 47500 (4.75 u). Bolus amount delivered: 47500 (4.75 u). On (B)(6) 2022 18:22:07.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 58500 (5.85 u). Bolus amount delivered: 58500 (5.85 u). On (B)(6) 2022 18:46:45.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 41500 (4.15 u). Bolus amount delivered: 41500 (4.15 u). On (B)(6) 2022 20:44:27.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 60000 (6 u). Bolus amount delivered: 60000 (6 u). On (B)(6) 2022 22:31:00.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 44500 (4.45 u). Bolus amount delivered: 44500 (4.45 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 22-nov-2022 in the formatted history file.  Pump error 63 alarm (variable info = 15) (file number: (B)(4), line number: 147) was recorded and found in the formatted history file on: (B)(6) 2022 13:17:12.000. Pump error 63 alarm (variable info = 15) (file number: (B)(4), line number: 147) was confirmed according in the formatted history file, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:04:01.000. On (B)(6) 2022 02:04:32.000. On (B)(6) 2022 02:05:31.000. On (B)(6) 2022 02:07:58.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:04:07.000. On (B)(6) 2022 02:05:07.000. On (B)(6) 2022 02:06:19.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 6:51:57 pm. There was no power data available for the date on (B)(6) 2022. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss), suspected on hw (pcba 1/pcba 2). Force sensor zero offset within specification (22.5mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on hw (pcba 1/pcba 2). Also, pump error 63 alarm (variable info = 15) (file number: (B)(4), line number: 147) was confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.